Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 corrected fields: b5, d10 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive at the distal end, dents and cracks on the objective lens adhesive, and cracked adhesive at the light guide lens. Based on the results of the investigation, and since the device image malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause for the reported distal end malfunctions could not be identified. Based on the results of the investigation, the most likely causes were not established. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was an ultrasound gastrovideoscope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device screen went black. The issue occurred during inspection for use. There were no reports of patient involvement.